Event description:
It was reported that during a percutaneous coronary interventions (pci) procedure, a 3.0 x 12 mm quantum maverick balloon catheter had shaft breakage. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous coronary interventions (pci) procedure, a 3.0x12mm quantum maverick balloon catheter had shaft breakage. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a complete separation of the hypotube which was 69.5cm from the tip. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).